Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the event was due to scheduling. The device system was used to deliver compounded baclofen.

Event description:
The representative reported that a patient currently had no drug in their pump, and they were hospitalized. They appeared to be ¿ok¿ but withdrawal could be ¿insidious¿ and there was maybe a slight return of spasticity. The medication used within the system was unknown. The representative later reported the patient¿s pump and catheter were replaced. The catheter was found to be not patent so everything was changed. At 100 mcg the representative was told the dose was too high, and the managing physician adjusted the medication.

Manufacturer narrative:
Product ID 8575, lot# n075619, implanted: 2006-(B)(6), product type accessory product ID 8590-1, lot# n079044, implanted: 2006-(B)(6), product type accessory product ID 8709, lot# j10857r51, implanted: 2001-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review determined that the event of the dose being too high following device replacement will now be reported in manufacturer report # 3004209178-2013-15045.